Manufacturer narrative:
Evaluation of the returned pod400 pusher assembly confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was intact, and the pull wire was in its initial position within the pusher assembly distal tip. If the pod400 coil is retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire causing the embolization coil to detach. Based on the reported event, the root cause of the resistance could not be determined. The detached embolization coil was not returned for evaluation. Further evaluation of the device revealed kinks throughout the length of the pusher assembly. This damage is incidental to the complaint and likely occurred during packaging for returned to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a pod400 coil and an access25 delivery microcatheter (access25) in the vein of galen. During the procedure, when advancing the pod400 coil, the physician felt some resistance and retracted the pod400 coil a few times causing the pod400 coil to prematurely detach proximal to the target location. Next, the physician pushed the pod400 coil with the access25. It was noted that the physician determined the coil to be in a safe location in the vessel. The procedure was completed with pod coils, a px slim delivery microcatheter (px slim) and a non-penumbra microcatheter. There was no report of an adverse effect to the patient.